Event description:
It was reported that the patient was charging his implantable neurostimulator (ins) "more than expected" and the battery was not "holding a charge". Starting a month prior to the report, the patient had been charging "more frequently". The patient was using his ins 3-4 hours a day but the charge was only lasting a few days. The reporter indicated that the patient was able to charge his ins with no problem until he saw a "spritz screen". The patient fully recharged the ins on the sunday prior to the report. However, on the day of the report (wednesday), the ins was in discharge and it couldn't be interrogated with the physician programmer. The reporter did not have access to the patient's settings but his amplitude was believed to be around 6v-7v. It was noted that troubleshooting was limited because the patient's battery was dead and there was no ins recharger (insr) available to charge the ins at the time. The reporter also stated that the patient knew when he had to charge his device by looking at the ins battery icon on the patient programmer. It was also reported that the patient experienced an overstimulation sensation. It was noted that if the patient moved "certain ways", stimulation would "jump" or get higher. There had been no patient falls or trauma. It was indicated that the patient was being rescheduled for an appointment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744 lot# serial# (B)(4), product type: programmer, patient. (B)(4).